Event description:
The customer reported falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 2 patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer. The co2_c repeat results were lower than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous co2_c results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 2 patient samples on an atellica ch 930 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the analyzer, performed alignments, cleaned the probe and replaced valve 19. On subsequent visits, the cse replaced the dilution arm, metering pump, pressure transducer, reaction ring cuvettes, impeller and sample mixer. An autocheck and qc were performed which recovered within ranges. Siemens further evaluated the event and concluded that valve 19 potentially contributed to the falsely elevated co2_c results. The instrument is performing according to specifications. No further evaluation of this device is required.